Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient contact reported that during breaking down the cycler, post treatment, patient discovered fluid inside the cassette door. Patient contact stated that the patient's nurse was called and nurse believed this to be caused by a leaking cassette. No adverse event associated with the leak has been reported.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient contact reported that during breaking down the cycler, post treatment, patient discovered fluid inside the cassette door. Patient contact stated that the patient's nurse was called and nurse believed this to be caused by a leaking cassette. No adverse event associated with the leak has been reported.